Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. 'Flash memory post' was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main pcb was the root cause. The main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure and memory post error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.